Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection with the naked eye noted that the main body was separated from the white twist sleeve of the twist clamp and the occlude feet on the light blue main body were cracked/broken which caused the separation. Additionally, there was presence of brownish residue/staining on the main body and white twist sleeve of the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body was separated from the white twist sleeve of a peritoneal dialysis (pd) transfer set. This issue occurred at home during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.